Event description:
It was reported that the patient experienced side-effects from medication. It was stated that, on (B)(6), the patient had presented with confusion, dry mouth, nausea, vomiting, and drowsiness. As intervention, the medication dose was increased. On (B)(6), the patient was found very confused on the highway and three days later the patient¿s symptoms were continuing with the addition of having episodes of falling. At that time, the medication dose was decreased and one week later the therapy was suspended with the use of saline. Eleven days after suspending therapy, the patient¿s confusion improved. It was reported that, on (B)(6), the device was explanted and the event resolved without sequela. The event was reportedly ¿possibly related¿ to the intrathecal drug, device, and therapy. The device system was used to deliver morphine intrathecally.

Event description:
Additional information received reported the event was related to the device, therapy and drug.

Manufacturer narrative:
Product ID: 8591-38 lot# d17304 serial# implanted: 2012 (B)(6), product type accessory product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional. The patient also had a low grade fever on (B)(6) 2012 and septra and phenergan were administered. Further follow up was done for clarification of the event.